Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient had an infection a week ago in the area of the ins and extension. The rep reported that the hcp planned to remove the ins and extension. No device issues were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3007566237-2017-05293. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code has replaced (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician. The patient developed infection after ins replacement, which caused an opening (previously mentioned as the "hole") of the incision in anterior left chest wall. The cause of death was not known, and the physician did not have records related to cause of death. The patient had colon cancer, for which they were receiving chemotherapy. The patient also had dementia and debilitating parkinson's. Patient and family went home on hospice care on (B)(6) 2018. There were no available records after the ins removal.

Manufacturer narrative:
Updated description. Extended/multiple surgeries are documented in MDR #3007566237-2017-05292. Product ID 3708660, serial# (B)(4) implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type extension. Updated to death per new information. Updated coding per changes to FDA coding guidance. Supplemental report 1 of this MDR (report #3004209178-2018-03422) indicated this was the same event as manufacturer¿s report #300756 6237-2017-05293; however, that was incorrect. Manufacturer¿s report #3007566237-2017-05293 is a duplicate of manufacturer¿s report #3007566237-2017-05292. The device (model 37601, serial (B)(4)) replaced the main device in report #3007566237-2017-05292. Please see that report # for additional details. Any additional information received regarding the infection event will be reported under this manufacturer's report number (#3004209178-2018-03422). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's disease and movement disorders. The rep reported that the patient had an infection a week ago in the area of the ins and extension. The rep reported that the hcp planned to remove the ins and extension. Follow-up information was received from the hcp. It was reported the patient had extended surgeries due to other issues, which may have contributed to the wound healing problems. It was also noted the patient had been started on chemotherapy for cancer (unrelated to device) before the incision was healed. The hcp stated that neurosurgery was not consulted about the chemotherapy. The hcp reported that the ins was removed and that the infection had since been resolved. Additional information was received from a consumer. It was reported the patient "got a hole in [their] chest", so the device was removed. Then, it was discovered the patient had (B)(6). The patient died in hospice care on (B)(6) 2018. Patient medications included morphine.